Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2009. It was reported that the patient was feeling stimulation in her left ribs and flank. Diagnostic tests revealed invalid impedances in lead contacts. An x-ray showed that the lead had migrated. The physician plans to revise the patient's lead; however, the surgery date is currently undetermined. No additional information is available at this time.